Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the right ventricular lead exhibited capture and sensing anomalies. The lead was explanted during a routine device change out.